Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported material separation appears to be related to operational circumstances of the procedure. In this case, based on the returned analysis and the limited information provided, it is likely that during guide wire preparation, manipulation and/or inadvertent mishandling during guide wire removal from the dispenser coil, the core became kinked and separated at the hypotube. Corrosion was noted on the guide wire, and is likely a result of exposure to the elements during transit back to abbott vascular for analysis as the guide wire appeared to have been prepped. The noted teflon coating damage likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during removal of a ht balance middleweight universal guide wire from the dispenser hoop coil the tip was noted to be broken. There was no patient involvement and no clinically significant delay was reported. No additional information was provided.